Event description:
A malfunction occurred which caused the customer's blood glucose level to reach 543 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). No third-party assistance was required. Tandem technical support decided to replace the pump. The customer will rely on an alternate method of insulin therapy multiple daily injection (mdi).